Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v374172, implanted: (B)(6) 2009, product type: lead. Product ID 3389-40, lot# j0227967v, implanted: (B)(6) 2003, product type: lead.

Event description:
(B)(4): a patient via the manufacturer representative (rep) reported that the patient has "broken leads." When asked to clarify if it was the electrodes that were broken the rep stated that the patient has 4 leads in their brain. There were no allegations related to the patient's therapy. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was determined to be the only fdd code applicable to the event, as it was reported that the previously reported lead issues never happened. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was clarified that the leads are not broken, they are intact and functioning correctly.